Event description:
Na

Manufacturer narrative:
On 6/24/98 the MFR was informed by its sales rep that the hospital had discarded the left ventricular assist device and it is not available for analysis. A review of the left ventricular assist device mfg records revealed that the device met all applicable specs upon MFR. The MFR's investigation of this event is inconclusive. Based on the info available, no conclusion can be drawn as to the cause of this event. No further info is available. The MFR is now closing the file on this event.